Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys batteries were replaced, the high voltage cable connectors were regreased, and an ma null and filament calibrations were performed. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys displayed a precharge voltage error message, this error message will likely prevent the sys from booting up. There is no report of pt injury associated with this event.